Manufacturer narrative:
The tech found that the caster was out of adjustment. He adjusted the caster to repair the bed.

Event description:
Info received indicates the left foot caster did not hold when the brake was activated.